Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged moisture ingress was verified while the button tactile issue was not duplicated. The battery cap was not returned and a test cap was used in the evaluation. The pump powered on to the verify screen with the vibratory feature but no audio tone. The keypad cover was intact and all the buttons responded properly. Removal of keypad cover did not find any anomalies with the button contacts. Related to the complaint, the bolus button cover was found to be punctured but the button was responsive. A bolus button leak was detected in a leak test. Pump casing was opened and evidence of moisture intrusion was found on various pump components. Unrelated to the complaint, contact of the auditory assembly was found to be out of alignment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that after swimming the keypad buttons were unresponsive for a couple of hours and moisture was observed behind the display. Reportedly, this same issue had happened before. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.